Event description:
Pump declared a cartridge change error, resulting in the customer's blood glucose level rising above a safe threshold, though the specific value was undisclosed and shown as "high." The customer addressed the elevated blood glucose level by administering a corrective injection through manual delivery and did not require external assistance. Technical support guided the customer through inspection and cleaning of the pump, and after following instructions, the customer successfully loaded a new cartridge onto the pump and resumed insulin delivery.